Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. A pump log review was completed for the low blood glucose allegation. Based on the log review, the low blood glucose issue was not verified. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned

Event description:
It was reported that an ambulance transported customer to the emergency room (ER) and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 22 mg/dl. Customer¿s bg was treated intravenously with dextrose d10 and d50. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the customer was using pump supplies beyond labeling and was not performing the air removal step. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours, using insulin beyond room temperature and not removing any residual air from the cartridge were off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.